Event description:
The doctor reported that the hexagon of the mount fractured. Procedure concluded.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D6: d6b. If explanted, unknown. G4: premarket identification k011028/k013227.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) (B)(6) (impl tapered scr-v sbm 4. 7mm 4.5mm 8mm) for evaluation. Visual evaluation was performed, there was signs of use. The implant had debris on its external threads. The mount was fractured at hex. The hex piece was returned. Device history record (DHR) review was completed for the subject lot number 1284736. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1284736 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : mount based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, applying to much torque/speed during placement. Therefore, based on the available information, a device malfunction did occur. The mount was fractured at the hex. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.